Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint catalog 367856, lot number 2321372. The 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes a black dot was noticed in the inner wall of the collection tube before use. This event occurred 4 times. The following information was provided by the initial reporter: " the black dot originally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use. Total q'ty 4 boxes. (100pc/box) lot#2321372." No patient impact.